Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose of the patient is 250 mg/dl. Customer's parent report they did not allege pump was under delivering. Customer's parent report they received insulin flow block alarm. Customer's parent report insulin exit after complete set changed. Customer's parent perform high performance test and it was passed. The customer's parent did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer's parent declined troubleshooting. The insulin pump will be returned for analysis.